Event description:
Spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("have had a lot of problems and still am since I have essure fragments left") and device breakage ("have had a lot of problems and still am since I have essure fragments left") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("have had a lot of problems and still am since I have essure fragments left"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("have had a lot of problems and still am since I have essure fragments left") and device breakage ("have had a lot of problems and still am since I have essure fragments left") in a 23-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("have had a lot of problems and still am since I have essure fragments left"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.